Event description:
It was reported that during the procedure, the fiber appeared to be more end firing than side firing. Another fiber was used to complete the procedure. There were no patient complications.